Event description:
It was reported via repair work order that the power cord sheathing was damaged. It was also reported that the bed would not move due to a broken caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the power cord sheathing was damaged. It was also reported that the bed would not move due to a broken caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results.